Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings are as follows: the image guide bundle had significant breakages; adhesive on bending section cover was detached and had a crack; the control unit, suction connector and universal cord had corrosion due to water leakage; distal end had a scratch; ultrasound connector of contact pins had corrosion; and universal cord had a dent. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on the cover of the ultrasonic cable, the insulation resistance between the scope and ultrasound connector does not reach the standard value. Due to breakage of image guide bundle, the image was not displayed. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. It was unknown whether there was any delay in the start of precleaning. The customer aspirated the water through the instrument/suction channel. It was unknown whether there were any abnormalities in the accessories used for reprocessing. It was unknown whether the customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the instrument channel outlet with clean lint-free clothes, brushes and sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the water tightness was lost on the bronchofibervideoscope due to a pinhole on the channel tube. There were no reports of patient harm. The device was returned and evaluated; residual liquid and foreign material was found exiting the channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign object could not be identified. It is likely the foreign object could not be removed due to a physical damage to the device. However, a definitive root cause could not be determined. It is possible that the occurrence of the phenomenon can be prevented by following the chapters listed below: chapter 6 "compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection, and sterilization procedure". Chapter 8 "cleaning and disinfection equipment". Olympus will continue to monitor field performance for this device.